Event description:
It was reported that the patient's pump was implanted in 2009, and "instead of him being at 0.4mg, which was the equivalent to 120 mg orally, they turned it up to 4 and almost fried his brain." The drug that was used via the device system was unknown. The patient intervention/outcome remained unknown at the time of this event; if additional information is received this event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058151r, implanted: 2001-(B)(6), product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).